Event description:
Upon setup for a case, a brown piece of debris was noted in a sterile suction tubing pack. Per site reporter: the manufacturer has initiated a quality review and will send an RMA. They will also send replacement product.